Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. The patient was from the (B)(6) but was residing in (B)(6) currently. The shock episode was transmitted to the patient's device clinic in the (B)(6) via the remote monitoring system. Preliminary review of the episode by the clinic showed oversensing of noise. A request was made for technical services to review the available device data and provide any programming recommendations. It was later reported that the patient returned to the (B)(6) for in-clinic investigation of the s-ICD system the following week. Troubleshooting was performed and similar noise was able to be recreated in the primary and alternate vectors, but not the secondary vector. Technical services discussed a potential issue at the sense b node, which could indicate a change in the impedance pathway caused by under-insertion of the electrode into the device header, an electrode impairment, or other impairment of the device to electrode connection. X-rays were performed which appeared to show complete insertion of the terminal pin, and no anomaly along the electrode was visualized, although there was a tight bend just outside the device that could be impacting lead function. Ultimately, the device and electrode were both explanted and replaced, since the source of the noise could not be determined and the patient did not have accessible medical support for the s-ICD system in nigeria. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report is being submitted due to a change in the evaluation conclusion code. This product has not been returned to boston scientific yet, and as a result, laboratory analysis has not be conducted. Our investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. A supplemental report will be submitted after the device is received and analysis is competed.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. The patient was from the united kingdom but was residing in nigeria currently. The shock episode was transmitted to the patient's device clinic in the UK via the remote monitoring system. Preliminary review of the episode by the clinic showed oversensing of noise. A request was made for technical services to review the available device data and provide any programming recommendations. It was later reported that the patient returned to the UK for in-clinic investigation of the s-ICD system the following week. Troubleshooting was performed and similar noise was able to be recreated in the primary and alternate vectors, but not the secondary vector. Technical services discussed a potential issue at the sense b node, which could indicate a change in the impedance pathway caused by under-insertion of the electrode into the device header, an electrode impairment, or other impairment of the device to electrode connection. X-rays were performed which appeared to show complete insertion of the terminal pin, and no anomaly along the electrode was visualized, although there was a tight bend just outside the device that could be impacting lead function. Ultimately, the device and electrode were both explanted and replaced, since the source of the noise could not be determined and the patient did not have accessible medical support for the s-ICD system in nigeria. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. The patient was from the united kingdom but was residing in nigeria currently. The shock episode was transmitted to the patient's device clinic in the UK via the remote monitoring system. Preliminary review of the episode by the clinic showed oversensing of noise. A request was made for technical services to review the available device data and provide any programming recommendations. It was later reported that the patient returned to the UK for in-clinic investigation of the s-ICD system the following week. Troubleshooting was performed and similar noise was able to be recreated in the primary and alternate vectors, but not the secondary vector. Technical services discussed a potential issue at the sense b node, which could indicate a change in the impedance pathway caused by under-insertion of the electrode into the device header, an electrode impairment, or other impairment of the device to electrode connection. X-rays were performed which appeared to show complete insertion of the terminal pin, and no anomaly along the electrode was visualized, although there was a tight bend just outside the device that could be impacting lead function. Ultimately, the device and electrode were both explanted and replaced, since the source of the noise could not be determined and the patient did not have accessible medical support for the s-ICD system in nigeria. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report is being submitted due to a change in the evaluation conclusion code. This product has not been returned to boston scientific yet, and as a result, laboratory analysis has not be conducted. Our investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. A supplemental report will be submitted after the device is received and analysis is competed. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.